Event description:
It was reported that a user experienced leaking insulin cartridge while using the ilet, noting odor of insulin and elevated blood glucose readings up to 300 mg/dl without associated symptoms, and expressing concern that the needle supplied with the cartridges might be too large and contributing to leakage. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no medical intervention, and no hospitalization. Customer care provided customer support troubleshooting and education, with guidance to use the components. Investigation of this case revealed no device alerts or alarms and that the user continued therapy without ongoing hyperglycemia after addressing the issue, with no lot numbers available for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence to link a device or component malfunction to the reported leakage.

Manufacturer narrative:
Initial.